Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced pain at the infusion site after approximately 5-24 hours of pod wear on the back, and it was suspected that the cannula had not inserted correctly. After the patient returned home from school, the pod was removed, and mild bleeding and redness was observed at the infusion site. The patient¿s blood glucose level was reported to be 22 mmol/l (~ 396 mg/dl), with ketones measured at 0.8 (unit of measure not specified). The patient¿s legal guardian reported applying a new pod and administering a correction bolus dose prior to bringing the patient to the emergency department, where the patient remained under observation for approximately five hours. Blood tests were performed, and the results were reported as normal. No medication or additional treatment was administered during the hospital evaluation. The patient¿s blood glucose level was later reported to have decreased to 11.2 mmol/l (~ 202 mg/dl), with downward trend arrows displayed on the omnipod controller. The patient returned home at 11:00 pm on the same day. No medical intervention or treatment was reported beyond application of a new pod. The pod involved was discarded and is unavailable for investigation.